Event description:
A malfunction was reported with code malf 9, but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, remaining within a safe range. It was indicated that the malfunction code is resettable, and the customer planned to call back with a charger to reset the pump.